Event description:
On 12/2/98 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Hemostasis was successfully achieved and the pt was discharged home later that day. The next day the pt noted swelling and redness at the groin site, and on 12/6/98 the pt was readmitted to the hosp with continued symptoms. Blood cultures were taken and found to be negative. The pt was started on antibiotics at that time. On 12/10/98 the pt underwent an incision and drainage of a right groin abscess with repair of a pseudoaneurysm. A gram stain was taken in surgery which revealed moderate white blood cells, few gram positive cocci and staphlycoccus heavy growth. On 12/14/98 the pt was switched to a different course of antibiotics. On 12/18/98 the pt remained hospitalized with imminent discharge to home. The pt remained afebrile at that time. As of 1/4/99 there has been no further report to the MFR of complication or pt sequelae.